Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. In addition a secondary issue was observed, the test strips vial label was missing. There was no indication that the product caused or contributed to an adverse event. On 04/08/2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and/or normal readings. The reporter claimed obtaining a blood glucose reading of "187mg/dl" with the subject meter. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
See incident description for device evaluation.